Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "double valve repair after a failed transcatheter edge-to-edge repair and previous valve-sparing root replacement" was reviewed. The article presented a case study, to review a case where a 61-year-old who had a previously undergone a valve-sparing root replacement procedure and then underwent transcatheter edge-to-edge repair. Devices mentioned include mitraclip. The article concluded that imaging-guided assessment allowed for successful double valve repair after a failed mitraclip procedure and prior previous root surgery, preserving native valves and facilitating future treatment options. [The primary author and corresponding author was ryo fujimoto at kurashiki centra hospital institution with corresponding email ryomedical0907@gmail.com]. The date of the procedure was not provided. A total of one patient was included in this study, of which one patient received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included prior aortic dissection, prior thoracic endovascular aortic repair. (B)(6), unk mitraclip. Peri- and post-procedural complications included tissue damage, recurrent mitral regurgitation, surgical intervention, single leaflet device attachment.

Manufacturer narrative:
Article title: double valve repair after a failed transcatheter edge-to-edge repair and previous valve-sparing root replacement the device was not returned for analysis. The lot history record (lhr) and complaint history review was not performed because this incident was based on an article review and no lot information was provided. Based on available information and the limited information available from the article, the cause of the reported slda and tissue injury were unable to be determined. The reported recurrent mr was a cascading effect of the reported slda. Tissue injury and mr are listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.